Event description:
This device was implanted on (B)(6) 2012, and remains implanted at this time. On (B)(6) 2013, the patient experienced spontaneous ventricular tachycardia with shock. The ventricular tachycardia was terminated by the defibrillator with anti-tachycardia pacing and shock. The physician was not known at (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).